Event description:
It was reported that during a gastric by pass procedure, the surgeon had fired two devices with 12 reloads and when they visually observed the staple lines they were profusely bleeding on both the stomach and jejunum, they did a leak test and bubbles appeared. They then used everseal and cautery to seal the staple lines. The staples appeared to be formed in correct b shape and it is not consistent with seeing the cartridge feet in the fired device; some appear to be not visible. There was no adverse consequence to the patient reported. Devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.